Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A magnified visual inspection was performed on the bottom part of the chamber to identify the location of the leak, and a small crack was observed. During functional testing, the flow of liquid was observed. Underwater leak test showed a leak was observed from the bottom of the chamber. The reported condition was verified. The cause was due to the supplier related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set had a fracture in tubing adjacent to the drip chamber which resulted in a fluid leak during priming. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.